Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, after the laa was closed via atrial septal punctured approach, there was right to left shunt flow occurring which started to decline the blood oxygen saturation (spo2). An iatrogenic atrial septal defect (iasd) was diagnosed. A 6mm amplatzer septal occluder (aso) was attempted for closure of the iasd. However, the occluder deformed into the cobra-head shaped. The device wasn't released from the delivery cable. There was no interaction with cardiac structures or angulation/kink in the delivery system. The device was replaced with a 7mm aso to resolve the event. The procedure was completed without any issue and spo2 returned to normal level. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.

Event description:
It was reported that on (B)(6) 2024, after the laa was closed via atrial septal punctured approach, there was right to left shunt flow occurring which started to decline the blood oxygen saturation (spo2). An iatrogenic atrial septal defect (iasd) was diagnosed. A 6mm amplatzer septal occluder (aso) was attempted for closure of the iasd. However, the occluder deformed into the cobra-head shaped. The device wasn't released from the delivery cable. There was no interaction with cardiac structures or angulation/kink in the delivery system. The device was replaced with a 7mm aso to resolve the event. The procedure was completed without any issue and spo2 returned to normal level. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.

Manufacturer narrative:
An event of device deformity during procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. A 8f sheath was used to deliver the device. Please note that per the instructions for use, the recommended size delivery system for use with a 8 mm amplatzer septal occluder is an 6f. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.